Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter (B)(6) was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No issues were observed. The indicator lights did not flash. The meter did not power on with button depression, cal bar and strip insertion. Meter communication was initiated using usb (universal serial bus) cable plugged to the meter usb port and a computer usb port and connected to approved software. Meter display was not turned on and communication was not successful. Meter was de-cased and internal visual inspection was performed, no issues observed. Visual inspection has been performed on the returned meter and a power consumption test was performed. The current draw on the returned meter was not within specification. An overheating mcp (microcontroller processor) was observed. Therefore, this issue is confirmed to a defective mcp. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.